Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 26-jun-2020: h10: most likely underlying root cause corrected from "mlc-62: user had poor technique" to "mlc-78: user hematocrit low".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-0 error code. Son is calling on behalf of the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/30/2021 and open vial date is (B)(6) 2020. During the call, a blood test was performed by the customer and produced e-0 error code using truemetrix meter. At the time of the call, the customer felt well and did not report any symptoms. Customer reported a past adverse event that had occurred about a week ago on (B)(6) 2020. Customer was comatose, her son found her, and called 911. Customer stated no blood test was performed at the time of event with the truemetrix meter. Customer stated her blood glucose level was 16 mg/dl fasting when the paramedics/hospital performed the test. Customer was diagnosed with hypoglycemia and received treatment for hypoglycemia. Exact treatment given was not disclosed. Customer stated she was in ICU for 2 days, then transferred to a regular floor for a few days. Customer stated she was discharged about 4 days ago on (B)(6) 2020. Customer stated that she has other issues with her kidneys and that is why they kept her for a few days. Customer stated she is anemic and taking liquid iron.